Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump screen became unresponsive and the display assembly separated from the front of the device, consistent with a display component issue and a failure of the screen bond; a replacement device was arranged, and the user planned to transition to alternate insulin therapy after consulting their healthcare provider. Symptoms included hyperglycemia. Outcomes included a delay to therapy. Investigation included interviews with the user and analysis of information provided. Investigation of this case revealed a stress-related problem affecting the display assembly and a loss or failure of bonding at the screen, aligning with a display component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.